Event description:
Meter name: one touch ii. Strip name: one touch test strips. Meter code: unk. Strip code: unk. Strip storage: stored incorrectly. Symptoms: unk. The pt's family member reported that the pt fell three times in the past six months "and felt it may have been a result of the meter reding incorrectly". The meter allegedly was inaccurately erratic. The result on the pt's meter was 136, 144, 131, 99, 113 (units not specified) over a one week period. There were no results from any other source. There was no comparison with any other device. There was no treatment. The pt was using expired strips and the meter was never cleaned. No further information has been reported.